Event description:
It was reported that the patient received several shocks. Review of egms showed oversensing. X-ray showed a lead dislodgement. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.